Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to returned to olympus service center for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: the device status was unknown whether the product meets the specifications. However, since it is marked as ¿damaged,¿ it is highly likely that it does not meet the specifications. No further escalation is required. Based on the investigation, no nonconformances were found related to this complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the hysteroscopic bipolar electric cutting loop was found damaged prior to use. There were no reports of patient harm/involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.